Event description:
Customer reported button error alarm. Customer stated that they were at the pool, however did not get in. Customer's current blood glucose reading is 80 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.